Event description:
Additional information reported that the cause of death was thought to be an overdose from oral medication and not the pump. A toxicology report was ordered, but there were no results yet. It was later reported that the cause of death was atherosclerotic coronary artery disease. The event was not related to the device. The drug in the pump was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Healthcare provider (hcp) reported they have performed an autopsy on a patient with a pump that reportedly contained opiates. Hcp planned to interrogate the pump to see what the infusion history was.

Manufacturer narrative:
Date of death is an estimate. Actual date unknown. Product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).